Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the device failed the internal leakage test. Hospital bio-med made a replacement that solved the problem, but there is no information on which part was replaced. Logs were provided, but not from the reported event date, and the replaced part was not returned for investigation, therefore the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator had a leakage. There was no patient involvement. Manufacturer's reference #: (B)(4).